Event description:
It was reported through the litigation process that three months and thirteen days post a port placement in the right side of chest, the catheter had allegedly fractured and migrated to the right atrium. It was further reported that the migrated catheter fragment has not been removed from the patient. Furthermore, the patient allegedly developed with pain and soreness at the port site. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and thirteen days post second port placement, patient had a fracture of catheter with migration of a fragment to the right atrium. She presented for port revision/replacement for malfunctioning right chest port. Patient underwent successful placement of left internal jugular vein single lumen implantable infusion port. Successful fluoroscopically guided removal of right chest implantable infusion port. Therefore, the investigation is confirmed for the reported fracture, material separation, and migration. Additionally, device fragments in body is confirmed because one fractured fragment is seen in right atrium. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that three months and thirteen days post a port placement in the right side of chest, the catheter had allegedly fractured and migrated to the right atrium. It was further reported that the migrated catheter fragment has not been removed from the patient. Furthermore, the patient allegedly developed with pain and soreness at the port site. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.